Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead in segments returned and analyzed.

Event description:
It was reported impedance was increased/high, from 800 to 2500 ohms. Capture threshold also increased, and there was a suspected lead fracture. The lead was explanted and replaced. No patient complications were reported as a result of this event.